Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) reported they were hospitalized with peritonitis. There were no reported allegations of any issues with the fresenius performance of the cycler or cycler set in relation to the patient event. In an additional follow-up call, a pd nurse familiar with the patient stated that the patient was hospitalized on (B)(6) 2023 for symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained during hospitalization and it was reported that the culture grew the bacteria methicillin sensitive staphylococcus aureus (mssa) consistent with a diagnosis of peritonitis. The patient was initiated on intra-peritoneal (ip) antibiotic therapy with cefazolin (dose unknown). Additionally, it was reported that the patient was receiving pd therapy. The patient remained hospitalized at the time follow-up was completed. The nurse stated the exact cause of the patient¿s mssa peritonitis was unknown. However, the nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse stated the patient is recovering from the peritonitis event.

Manufacturer narrative:
Correction: h10 clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The exact cause of the patient¿s peritonitis cannot be determined. However, peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture generated growth of the organism meticillin-sensitive staphylococcus. Aureus (mssa) which is an organism that is found on human skin. Therefore, while the cause cannot be established, it is possible the patient¿s peritonitis may have been associated with cross contamination of skin bacteria during the pd exchange.

Manufacturer narrative:
Correction.

Event description:
This patient on peritoneal dialysis (pd) reported they were hospitalized with peritonitis. There were no reported allegations of any issues with the fresenius performance of the cycler or cycler set in relation to the patient event. In an additional follow-up call, a pd nurse familiar with the patient stated that the patient was hospitalized on (B)(6) 2023 for symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained during hospitalization and it was reported that the culture grew the bacteria methicillin sensitive staphylococcus aureus (mssa) consistent with a diagnosis of peritonitis. The patient was initiated on intra-peritoneal (ip) antibiotic therapy with cefazolin (dose unknown). Additionally, it was reported that the patient was receiving pd therapy. The patient remained hospitalized at the time follow-up was completed. The nurse stated the exact cause of the patient¿s mssa peritonitis was unknown. However, the nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse stated the patient is recovering from the peritonitis event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) reported they were hospitalized with peritonitis. There were no reported allegations of any issues with the fresenius performance of the cycler or cycler set in relation to the patient event. In an additional follow-up call, a pd nurse familiar with the patient stated that the patient was hospitalized on (B)(6) 2023 for symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained during hospitalization and it was reported that the culture grew the bacteria methicillin sensitive staphylococcus aureus (mssa) consistent with a diagnosis of peritonitis. The patient was initiated on intra-peritoneal (ip) antibiotic therapy with cefazolin (dose unknown). Additionally, it was reported that the patient was receiving pd therapy. The patient remained hospitalized at the time follow-up was completed. The nurse stated the exact cause of the patient¿s mssa peritonitis was unknown. However, the nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse stated the patient is recovering from the peritonitis event.

Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) reported they were hospitalized with peritonitis. There were no reported allegations of any issues with the fresenius performance of the cycler or cycler set in relation to the patient event. In an additional follow-up call, a pd nurse familiar with the patient stated that the patient was hospitalized on (B)(6) 2023 for symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained during hospitalization and it was reported that the culture grew the bacteria methicillin sensitive staphylococcus aureus (mssa) consistent with a diagnosis of peritonitis. The patient was initiated on intra-peritoneal (ip) antibiotic therapy with cefazolin (dose unknown). Additionally, it was reported that the patient was receiving pd therapy. The patient remained hospitalized at the time follow-up was completed. The nurse stated the exact cause of the patient¿s mssa peritonitis was unknown. However, the nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse stated the patient is recovering from the peritonitis event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.